Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "peri-implant fluid collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "peri-implant fluid collection".

Event description:
Healthcare professional reported "peri-implant fluid collection," "biocell® replacements," "calcification," and "replacement due to rupture of prosthesis for left sides." Healthcare professional later reported "lump." This event is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior, stress marks missing piece of the shell and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported "peri-implant fluid collection," "biocell replacements," "calcification," and "replacement due to rupture of prosthesis for left sides." Healthcare professional later reported "mastalgia" this following event is not related to the event "lump". Device has been explanted.